Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part: 03.812.003; lot: l254302; manufacturing site: haegendorf; release to warehouse date: 01.mar.2017; the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The following investigations were performed: damage( visual appearance not as expected): device condition: visual inspection performed at customer quality observed the implant holding tips of the applicator shafts to be slightly flared outwards. No new issues were identified other than over all worn surfaces on both the returned devices which will not affect the device functionality. No allegations were reported on this returned device in the given complaint description. However, with the damage in the form of flared tips identified, the device was further investigated and the complaint condition was confirmed. Drawing review: based on the date of manufacture, the device drawings reflecting the current and manufactured revision were reviewed. Dimensional analysis and document/specification review: dimensional inspection performed at the gap between the fork tips measured 1.06 mm (ca-814) that falls out of the specification of 0.4 mm to 0.45 mm per inspection sheet. But, the observed out of specification dimensions could be the result of use of device with unintended excessive force possibly occurred during this event which confirms that the flared tips are due to post manufacture damage. Furthermore, no malfunctions with the device was noted in the surgery under the given complaint description and it was noted that the surgery was able to be completed with this given device available in the kit with no issues. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub components, which would contribute to this complaint condition. Conclusion: a definitive root cause could not be determined from the provided information. Furthermore, as mating devices were not returned the fit issue between the applicator units was not able to be confirmed. The overall complaint condition is confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: no patient involvement was reported. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. Initial reporter is synthes sales consultant. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the transforaminal posterior atraumatic lumbar (t-pal) spacer applicator inner shaft did not fit. The t-pal applicator inner shaft, applicator outer shaft, and the trials implant would not fully insert and click into place. Issue was discovered prior to surgery and was not taken into the operating room. Another t-pal applicator inner shaft was in the set and was used during surgery. There was no patient involvement. Two (2) t-pal applicator inner shafts were returned and preliminary investigation of the returned devices revealed both are flared out (bent) at the tip. Concomitant devices reported: applicator outer shaft (part number unknown, lot number unknown, quantity 1); trials inner (part number unknown, lot number unknown, quantity 1). This report is for one (1) t-pal spacer applicator inner shaft. This is report 2 of 2 for (B)(4).